Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was intermittently not working as insulin did not appear to be delivering at times. Blood glucose was 200-300 mg/dl. Tandem technical support confirmed the customer had loaded the pump cartridge properly. The cause of the pump issue was not identified. Customer reverted to using manual injections for insulin delivery.